Event description:
The user facility reported that the touch panel connected to their hexavue custom room rack was not responding to touch taps or mouse pointer. No report of injury.

Manufacturer narrative:
A steris service technician remotely inspected the hexavue custom room rack and found that the usb-x and avc-x were not working properly. The technician reset the usb-x and avc-x, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.